Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that ossix bone 5*5*10 (0.25 cc) that was used for bone graft, was placed by a periodontist in (B)(6) 2025. When the patient followed up the product was powdery and had fallen out.